Manufacturer narrative:
This report is for an unknown quantity of unknown proximal femoral nails (pfn) blade. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Reporter phone number was not provided for reporting. This report is for an unknown quantity of unknown proximal femoral nails (pfn) blade. PMA/510(k) number is not available. Patient code (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following literature article: f. Muller et al. (2017). Total hip arthroplasty after failed osteosynthesis of proximal femoral fractures: revision and mortality of 80 patients, journal of orthopaedic surgery, 25(2), 230949901771786. Germany. The study objective was to report the results with total hip arthroplasty (tha) after failed osteosynthesis within a treatment period of 10 years. The study included 1314 consecutive osteosynthesis procedures in patients with proximal femoral fractures over a 10-year period. A total of 705 proximal femoral nails (pfn) were implanted. The following complications were reported: seventeen patients (17) had osteosynthesis failure, four (4) of which underwent a removal of the pfn and a re-osteosynthesis to a total hip arthroplasty with a competitor¿s device. One (B)(6) male had medial cutout of the pfn blade on the right side underwent a removal of the pfn and a re-osteosynthesis to a total hip arthroplasty with a competitor¿s device. This report is for an unknown quantity of unknown proximal femoral nails (pfn) blades. This is report 2 of 3 for (B)(4). A copy of the literature article is being submitted with this medwatch.